Event description:
Patient required external pacemaker. Pacemaker had ventricular post that was loose and not capturing correctly which caused the patient to have heart rhythm and blood pressure issues. Issues resolved when pacemaker changed.